Event description:
It was reported that the battery of implantable pacemaker was suspected to exhibit premature battery depletion with a with a longevity drop of 2.5 years. A request was made to have data from this device analyzed. To date, this device remains in service. No adverse patient effects were reported. Additional information indicates that premature battery depletion (pbd) was not observed with this device. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 device code. This supplemental report has been created to capture additional information and information correction. This complaint no longer meets reportable criteria.

Event description:
It was reported that the battery of implantable pacemaker was suspected to exhibit premature battery depletion with a with a longevity drop of 2.5 years. A request was made to have data from this device analyzed. To date, this device remains in service. No adverse patient effects were reported.